Event description:
It was reported an angio-seal was selected for use. The access site required multiple puncture attempts, but after the 3rd attempt, access was successful. An angiogram was performed and the angio-seal was deployed with no issues. Post deployment the pt reported soreness at the puncture site. There was no signs of a hematoma or site ooze and the pt was later discharged. The pt returned to the hospital one week later, reporting pain and tenderness at the groin site. The pt was re-admitted to the hospital for testing. Slight swelling was observed, pedal pulses were normal and there was good capillary return. Blood work was performed, the test results were normal and infection was ruled out. An ultrasound was also performed which revealed the pt had some swollen lymph nodes. The pt was taking prescribed anticoagulants (type and dosages unknown).

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device pt's information guide, which the pt is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the pt is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.